Event description:
The dealer states that the part of the wheel lock that hits the tire fell out and they replaced it with a bolt until they could get the replacement part. Was ordered on order (B)(4).